Event description:
The complainant reported to boston scientific (bsc) on february 15, 2007, that a male pt underwent a biopsy procedure. The pulmonary radial jaw biopsy forceps were utilized within the pt's lungs. The pull wires broke, which did not allow the physician to open and close the forceps. The procedure was finished using another of the same device. Bsc is not aware of any adverse effect to the pt.

Manufacturer narrative:
This device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship between the device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints related to the product family was conducted; no add'l complaints have been recorded for the pertinent lot. Rolling 15-month complaint trend reports for all complaint failure modes were reviewed; no adverse trends were noted.